Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose (bg) was as low as 37 mg/dl with symptoms of cognitive impairment. It was reported the patient continued use of the pump and was not assisted by a third party or medically treated following the bg excursion. The reporter stated the pump's time and date settings were resetting to default upon battery removal. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a time and date reset issue. Use error cannot be ruled out as a cause or contributor, as the user is prompted to confirm the time and date when the pump is rebooted.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. The alleged time/date reset is not likely to cause an adverse event, as the pump displays the ¿verify¿ screen after it is rebooted and the time and date must be set to confirm the ¿verify¿ screen before resuming insulin pump therapy.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box revealed the time and date were manually changed. There was no evidence in the pump's black box or alarm history of alarms, warnings, or errors. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump successfully passed a delivery accuracy test. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.